Manufacturer narrative:
The serial number for the reported device has been updated. Serial (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had been hospitalized following a hyperglycemic event. The reporter stated that they had been experiencing high blood glucose levels in mid december when they fell and broke five ribs. The reporter was unable to provide a specific blood glucose level for that time, but indicated that they had symptoms associated with diabetic ketoacidosis. The patient stated that they had believed there was an inaccurate delivery issue with the pump. The pump could not be properly examined at the time of the call due to the age of the incident. This complaint is being reported based on the allegation that the patient was hospitalized as a result of an inaccurate delivery issue.